Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During service at baxter it was determined that the event occurred during delivery. There was an interruption during delivery. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated. During a review of the event history, it was discovered that the reported condition occurred once on (B)(6) 2010 during infusion.

Manufacturer narrative:
Evaluation summary: calcification is heavy in the free margins of all three leaflets, and moderate in the cusp area of leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue, at both aspects, and into the orifice by at the greatest point by approximately 9mm. Host tissue overgrowth fused the free margins of leaflet 1 and 2 at commissure 2 by 4mm. It also fused the free margins of leaflets 2 and 3 at commissure 3 by 6mm. Host tissue overgrowth contributed to stenosis. Host tissue is moderate to heavy at the stent inflow and stent outflow. The x-ray demonstrates calcification. (Model# 6900/p measured with caliper met (B)(4) to be 31mm). A device history record was not possible due to no lot/serial number was provided.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.requests were made for the device, operative report, and additional information, however, no additional information has been provided to date. Investigation is ongoing. The device was returned for evaluation, analysis is pending.the device history record (DHR) review is in process.

Event description:
It was reported that a mitral valve that was felt to be defective, and therefore was explanted on (B)(6), 2010. The valve was originally implanted in 2001. The customer believes the device is a 6900p, 31mm, however it is not confirmed. No additional information is available at this time.